Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a collet stuck inside the sleeve in the reported problem areas of the pipette assembly. The collet (tip clamp) and two plunger clamps were replaced. The instrument was cleaned, inspected, tested without further problem, and returned to service.